Event description:
The product was used during a laparoscopically assisted vaginal hysterectomy procedure. Reportedly, the instrument was difficult to open and jammed. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.